Event description:
It was reported that the device battery voltage declined faster than normal. Six months earlier the battery voltage was 2.90v. It was further reported that the device has been removed, replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery depletion was normal.

Event description:
It was reported that the device battery voltage declined faster than normal. Six months earlier the battery voltage was 2.90v. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.